Manufacturer narrative:
The customer's equipment department replaced the oxygen tubes to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was an air leak in the ventilator's oxygen tubing. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.